Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open radical prostatectomy procedure, while the device was being applied to the ganglial tissue, the handle was able to be squeezed and clips were able to be fired from the device; however, there were malformed clips. New device was used to resolve the issue in order to complete the case. There was no patient injury.